Manufacturer narrative:
A medtronic representative inspected the navigation system onsite and confirmed 1 or 2 straight suctions would not verify. The axiem probe and frame failed testing. The site was advised not to used the bent straight suction and to remove it from the pan. The representative performed a system checkout on a later date and was easily able to verify all of the instruments aside from one of the straight suctions (they have two). There were no issues with the other straight suction or the 70 degree suction. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure it was not possible to verify the straight and curved suctions on the navigation system. The representative switched out the instrument tracker and was only able to get the curved suction to verify. They attempted to switch to the straight suction again and it would not verify. When going back to the curved suction, the same issue occurred. The emitter was adjusted without resolution. The surgeon aborted the use of navigation. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.